Event description:
A pt was lying face down towards the foot end of the x-ray table. The pt was holding onto the end of the table top with their fingers wrapped around the end of the table. The table top was moved longitudinally and the pt's finger was caught between the table top and the base. The pt's digit finger was amputated. The system and system operation were examined by the philips field service engineer. There was no table malfunction or damage.